Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022. Blood glucose reading was 1600 mg/dl. The customer was unwell, confused and had altered vision. The current blood glucose value was unknown. Customer had nausea after lunch and blood glucose was 228 mg/dl. The customer experienced diabetic ketoacidosis and emergency medical services arrived. Customer was using the insulin pump within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of event. The customer was treated with insulin pump and IV insulin drip. Customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial MDR report was incorrect.

Event description:
The customer reported via phone call that emergency medical services were dispatched and that they were hospitalized on (B)(6) 2022 due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of event was 1600 mg/dl. Customer stated that on (B)(6) 2022 they did an infusion set or reservoir change and after they bolused to correct a blood glucose of 228 mg/dl they felt nauseous, customer went back home and woke up the next day with confusion. Additional symptoms customer experienced were feeling sick or unwell, feeling flu-like, and altered vision/vision changes. Customer was sleeping prior to the event. Customer alleged under delivery due to insulin pump not indicate that there was a blockage. Customer did not have a back up plan.